Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas and a specific cause for the patient¿s infection could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 15 inches from the pump housing and the distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 5 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned detached from the outflow graft attachment, but still over the outflow graft. The bend relief collar was not returned. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ 2 years 4 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a chronic driveline infection. Patient was scheduled to return to operating room on (B)(6) 2019 for explant of hmii. Possible implant of hm3. It was reported that the patient underwent pump exchange on (B)(6) 2019.